Event description:
Clinical report states, patient was revised to address dislocation. (Right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
***Update (B)(6) 2012- complaint was re-opened because medical records and x-rays were received. The devices associated with this report were still not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Medical records and x-rays were obtained. It was found that the patient had posterior osteophytes, heterotopic bone, and a posteriorly hypertrophied capsule that was causing impingement and forcing the hip out anteriorly. This was exacerbated by the patients generalized soft tissue laxity. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.